Event description:
It was reported that device indicates a speaker malfunction error message and the non-invasive blood pressure (nibp) is not working. The device was not in clinical use.

Event description:
It was reported that device indicates a speaker malfunction error message and the non-invasive blood pressure (nibp) is not working. The device was not in clinical use.

Manufacturer narrative:
This supplemental report is submitted with reference to manufacturer's report 9610816-2021-10510 to update manufacturing site

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that device indicates a speaker malfunction error message. The device was not in use on a patient at the time of the event.